Event description:
Trial patient stated felt sick yesterday evening with nausea. It was reported a day later that patient had a urinary tract infection (uti). The issue was reported as unknown if resolve at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.